Event description:
It was reported that a crbs polarsheath steerable sheath during procedure after the ablation of the third vein, the catheter was pulled out of the sheath, and there was blood coming out of the sheath handle. 40 ml of air were withdrawn with a syringe until blood came back. The situation was dangerous, and the lock was pulled immediately. To solve the issue the sheath was replaced. It was suspected that some part inside the handle was broken. No patient complications were reported, and the patient was doing well until the end of the procedure. No air was seen in the patient. The device return status is unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a crbs polarsheath steerable sheath during procedure after the ablation of the third vein, the catheter was pulled out of the sheath, and there was blood coming out of the sheath handle. 40 ml of air were withdrawn with a syringe until blood came back. The situation was dangerous, and the lock was pulled immediately. To solve the issue the sheath was replaced. It was suspected that some part inside the handle was broken. No patient complications were reported, and the patient was doing well until the end of the procedure. No air was seen in the patient. The device has been returned for analysis.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone: (B)(6). The polarsheath was visually inspected for any damage that would have led to the visible air/bubbles allegation seen in the field. A tear was observed which would allow leaks. The puncture was slightly off center with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. The polarsheath was functionally tested in attempt to recreate the visible air/bubbles allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. The device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the sheath, using an isaac tester. The pressure decay value passed. Additionally, the test was run again with the handle submerged after removing the outer shell. No bubbles were observed, and it passed testing. No bubbles were observed during the aspiration test. A puncture hole was noted in the 3:00 position and off-center. Even though the device passed all testing, a visual tear was observed. This tear likely occurred due to the off-center puncture away from the valve slits this tear could have led to the leaks seen in the field. Based on all the available information the cause of the reported allegations was confirmed and was traced to a hemostatic valve tear due to a manufacturing deficiency.

Event description:
It was reported that a crbs polarsheath steerable sheath during procedure after the ablation of the third vein, the catheter was pulled out of the sheath, and there was blood coming out of the sheath handle. 40 ml of air were withdrawn with a syringe until blood came back. The situation was dangerous, and the lock was pulled immediately. To solve the issue the sheath was replaced. It was suspected that some part inside the handle was broken. No patient complications were reported, and the patient was doing well until the end of the procedure. No air was seen in the patient. The device has been returned for analysis.

Manufacturer narrative:
The polarsheath was visually inspected for any damage that would have led to the visible air/bubbles allegation seen in the field. A tear was observed which would allow leaks. The puncture was slightly off center with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. The polarsheath was functionally tested in attempt to recreate the visible air/bubbles allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. The device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the sheath, using an isaac tester. The pressure decay value passed. Additionally, the test was run again with the handle submerged after removing the outer shell. No bubbles were observed, and it passed testing. No bubbles were observed during the aspiration test. A puncture hole was noted in the 3:00 position and off-center. Even though the device passed all testing, a visual tear was observed. This tear likely occurred due to the off-center puncture away from the valve slits this tear could have led to the leaks seen in the field. Based on all the available information the cause of the reported allegations was confirmed and was traced to a hemostatic valve tear due to a manufacturing deficiency.